Event description:
A customer reported to beckman coulter, inc. (Bec) that there were 12vdc diluter card errors and a leak of clear fluid dripping from coulter lh 750 hematology analyzer. The leak was approximately 5 ml volume, and was not contained within the instrument. The lab technicians were wearing lab coats and gloves, but no face protections when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one had to seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) found a tubing popped off check valve 15 and replaced the tubing and the check valve. The fse also replaced the diluter 4 card that got wet and checked all reagent level sensors that also got wet. The fse stated that check valve 15 is the output drain to waste of the vacuum overflow chamber and the waste may contain blood, controls, diluent, reagent and cleaner. Service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).